Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that no cause was found.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported there was no stimulator or lead migration as showed by the MRI. The patient's pain during movement disappeared. It was noted the pain was a recrudescence of pain. The event resolved after stimulator reprogramming.

Manufacturer narrative:
Concomitant product: product ID 3898, serial # unknown, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported there was a lead/extension issue. There was a possible position change of the spinal probe. There was an electrode change. Only partial of the probe was explanted. The patient had painful sensation during movement ¿like the probe would be exited under the skin.¿ the pain was at the lead/extension connection location. There was no externalization of the lead and the event was ongoing. The patient status at the time of report was alive with injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.